Event description:
It was reported that a spectrum iq infusion pump had an over-infusion during infusion therapy. Reportedly, the nurse selected a drug using the wrong care area resulting in an overdose in addition to a potentially outdated drug library file. It was stated that "the nurse had to start the infusion, they saw on the ltac library "dobutamine chf" and because this was not meant for chf, they started searching for another option and then found it under the emergency care, where there were two options, the one for 500mg/250ml and the second option was the 1000mg/250ml, which was the concentration the nurse chose leading to the overdose." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported over-infusion with the spectrum pump was related to the device use error ("the nurse selected a drug using the wrong care area resulting in an overdose"). Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. Should additional relevant information become available, a supplemental report will be submitted.